Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support confirmed the cartridge alarm and arranged for a replacement pump. The customer was advised on how to put the current pump into storage mode and instructed to return it using a provided return box and label. Meanwhile, the customer planned to use multiple daily injections as a backup insulin therapy.